Manufacturer narrative:
(B)(4). One picture was received with the complaint. Visual inspection of said picture shows a concha smart column connected to a neptune, however this is not enough information. The device sample has not been returned at the time of this report. A dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review of the concha smart column device in the photo shows that the product was assembled and inspected according to our specifications. Manufacture date: 06/16/2016 / expiration date: 06/24/2021. To perform a proper investigation, it is necessary to have the actual device sample involved in this complaint. No corrective action can be established based on the information provided. The customer complaint cannot be confirmed. The root cause is unknown. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer alleges that "water backed up in conchasmart column sending water through cannula to the patient" during use. It was reported there was no injury or harm to patient.